Event description:
The accounts engineer stated the bed is flat and will not go into trendelenburg.

Manufacturer narrative:
The accounts engineer found the left trend gas spring was not working. He replaced the left trend gas spring to repair the bed.